Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional evaluation summary: the actual product was received for evaluation. Visual evaluation shows a crushed ampule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The IFU for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿

Manufacturer narrative:
Product complaint # (B)(4). Date of incident: (B)(6) 2018. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide update on current condition of the first assistants finger? Was there any medical or surgical intervention provided for the first assistants finger? Was there any adverse outcome?

Event description:
It was reported that during a total hip replacement procedure on (B)(6) 2018, the first assistant crushed the ampoule of the topical skin adhesive and the crushed shards from the ampoule punctured his glove and right 3rd finger medial side. The bleeding was controlled using direct pressure and band aid. It was not reported how the procedure was completed. There were no patient consequences reported. Additional information has been requested.